Event description:
It was reported that this right ventricular lead was explanted and successfully replaced due to high out of range impedance measurements. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular lead was explanted and successfully replaced due to high out of range impedance measurements. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.